Manufacturer narrative:
D4: UDI (B)(4), testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 192212 with internal positive quality control samples and negative quality control swabs. All test results were vaid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number (B)(4) / lot 192212 and test base part number (B)(4), lot 185407. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 192212 showed that the complaint rate is 0.000366%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported a false negative result using binaxnow covid-19 ag self test on (B)(6), 2023 with a nasal sample. The consumer stated starting to feel covid symptoms on (B)(6), 2023. Testing with the binaxnow covid-19 self test was performed on (B)(6), 2023 generating a positive result. The consumer was prescribed paxlovid on (B)(6), 2023. The consumer also stated they took a "covid-19/flu a&b rapid immunoassay test" on (B)(6), 2023 generating a negative result. No additional information was provided.

Manufacturer narrative:
D4: UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported a false negative result using binaxnow covid-19 ag self test on (B)(6). 2023 with a nasal sample. The consumer stated starting to feel covid symptoms on (B)(6). 2023. Testing with the binaxnow covid-19 self test was performed on (B)(6). 2023 generating a positive result. The consumer was prescribed paxlovid on (B)(6). 2023. The consumer also stated they took a "covid-19/flu a&b rapid immunoassay test" on (B)(6). 2023 generating a negative result. No additional information was provided.